Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, the touchscreen was off center when pressed. This was due to the touchscreen being out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted the touchscreen did not pass the touchscreen test. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.